Event description:
It was reported that t1 and t2 deployed simultaneously during a knee scope procedure. All t implants were removed without incident. A backup device was used to complete the procedure. No injuries or complications were reported.

Manufacturer narrative:
One 72202469 one 72202469 fast-fix 360 reverse curve needle delivery system device received. The device is in fair condition. T1, t2 and suture were returned but freed from the delivery needle. The complaint reported: ¿t1 and t2 deployed simultaneously¿. The delivery needle is bent nearly flat and is slightly twisted. There is not a full reversed curve to the delivery needle tip. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Functional test indicates that the system cycles and actuates as intended. No mechanical issue was found with the device returned. No further investigation is warranted. After evaluation the root cause of this event was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.